Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while the small adult cardiac surgery pack bo-t 2303 was in use on patient the device never fully primed. The hemofilter was ¿clear primed¿ but it was an incomplete prime, estimated at 50cc. There was no additional information provided. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). Correction to initial MDR, from: (B)(4) to: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while the small adult cardiac surgery pack bo-t 2303 was in use on patient the device never fully primed. The hemofilter was ¿clear primed¿ but it was an incomplete prime, estimated at 50cc. There was no additional information provided. There was no reported injury to the patient. The indication for use was 70kg scimitar syndrome.

Event description:
It was reported that while the small adult cardiac surgery pack bo-t 2303 was in use on patient the device never fully primed. The hemofilter was ¿clear primed¿ but it was an incomplete prime, estimated at 50cc. There was no additional information provided. There was no reported injury to the patient. The indication for use was 70kg scimitar syndrome.

Manufacturer narrative:
The product was returned and functional tests were performed. The evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).